Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly however, moisture damage was found at the keypad traces. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack next to the lcd display corner and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 146 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.